Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Undersensing was also noted due to inappropriate programming of the rv sensitivity. An invasive procedure was performed. This lead was capped and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.